Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between august 7-8, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the bladder which suggested possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusors underinfused during patient infusion via a peripherally inserted central catheter (PICC) line. The device contained 13.5g piperacillin/tazobactam in 230ml 0.9% sodium chloride (nacl) with expected infusion time of 23 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.